Event description:
Procedure: thoracic. According to the reporter: the customer reports "during a pulmonary intervention, the surgeon clamped the parenchyma then fired the staples before cutting the tissue. But the staples did not hold properly all the way. (This was the first use of this device.) This incident resulted in the opening of the parenchyma with haemorrhagia. The context of the intervention (under video) did not allow to perform an overstitch on the wound, so the intervention was converted to a thoracotomy. The pt status is now fine."

Manufacturer narrative:
(B)(4).